Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture is within the specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were relaxed appearing as if the balloon was subjected to positive pressure. Crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at approximately 73 cm distal to the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.50 x 38mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent detach.